Manufacturer narrative:
The k electrode lot number was z6022 with an expiration date of 28-sep-2024. The cl electrode lot number was l2747 with an expiration date of 11-aug-2024. The customer confirmed that qc was acceptable before and after the sample measurement. The calibration was last performed on (B)(6) 2024 and it was acceptable. The alarm trace showed multiple abnormal aspiration (sample pipetter) alarms. The field service engineer (fse) found that the customer was running the system clean and the activator after running newly installed electrodes. The fse instructed the customer to run the activator after the installation of new electrodes to prime them for new use. The customer implemented this technique and also implemented a double green wash rack to be run to help keep the ise flow path clean. The cause was due to running the system clean and the activator after running newly installed electrodes. The service actions (instructing the customer to run the activator after the installation of new electrodes) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the potassium (k) and chloride (cl) tests were affected. K: initial result: 5.1 mmol/l. Repeat result: 4.4 mmol/l. No questionable result was reported outside the laboratory. The repeat result was deemed to be correct. Cl: initial result: 122 mmol/l. Repeat result: 105 mmol/l.